Manufacturer narrative:
Product implicated and returned for eval is a titanium dome port w/attachable 8fr catheter. The port and catheter are separated at the port stem. A short segment of catheter tubing (0.3") remains on the port stem. This section of tubing is broken/torn on both ends with the distal end terminating at the stem tip taper. The complete distal section of the catheter, and the cath-lock are also included, loose. The distal end of the catheter appears broken. The catheter lumen appears to be clear with some blood residue inside. There are 4 depth markers present indicating that the port connection occurred proximal to the 20cm mark. The length of the catheter is 9.3". There is a single black mon-filament suture tied through one of the suture holes in the port base perimeter. There are several needle stick marks visible in the port septum. The port reservoir appears to be clear with some cloudiness. The cath-lock has been gouged by a sharp instrument. The initial eval and decontamination shows that blood residue covered all of the pieces of the returned sample, and that all pieces were patent to flushing. Upon further eval, the catheter is examined tactually for elastic weakness or deformation. An annular impression is found approx 0.5" distal to the broken end of the tubing. This type of impression is typical of a suture site. Suturing directly around the catheter tubing is not recommended in the instructions for use. The sample is examined under 10x magnification. The separated ends of the catheter tubing match when mated together. The tubing on the stem has also been ripped/torn on its proximal end. There are faint impressions in the tubing outer diameter of grip marks from a serrated jaw hemostat in the blue stripe. The use of such an instrument is not recommended in the instructions for use because of the damage it can potentially inflict on the delicate silicone tubing. There are no annular impressions along the stem to indicate that the cath-lock had be properly engaged into locked position behind the stem barb. The broken end at the tip does show a partial annular ring that runs diagonal to the tubing axis, along the break line. The break surface texture is semi-glossy and jagged. The tubing wall has been compressed and thinned opposite the annular impression. The broken end of the distal catheter tubing appears very similar in appearance. The tubing is torn circumferentially leaving a loose flap. These indications suggest that the cath-lock was not advanced properly and a positive connection was not achieved. If the cath-lock is not fully engaged, its inner diameter can pinch the catheter tubing on the stem tip taper and eventually cut through. The tubing can break free from the port through the natrual movement inside the body. The complaint of subcutaneous cather breakage is confirmed, and should be recorded as user related due to evidence of an improper port connection.